Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 389033 lot# j0428307v implanted: (B)(6) 2004 explanted: product type lead product ID 399945 lot# j0504395v serial# implanted: (B)(6) 2005 explanted: (B)(6) 2009 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of other pain indications. It was reported that the patient had a wire break and a whole new on was implanted in 2009. No further complications were reported or anticipated. No symptoms were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.